Event description:
The patient's system was explanted due to infection. The patient had not followed the doctor's directions and had been soaking in a bathtub.

Manufacturer narrative:
The explanted equipment was kept by the patient and will not be returned for evaluation. A review of the sterilization records for the explanted devices was completed and no anomalies were noted. This is the final report.